Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
New etq record created in order to update etq (legal system) (B)(4). Reason for original complaint ¿ litigation papers allege: on or about (B)(6) 2009, patient was implanted with a depuy pinnacle mom hip implant. Patient has experienced pain, swelling, inflammation, infection, and damage to surrounding bone and tissue, and lack of mobility. There is no mention of revision surgery. Update 6/30/15-pfs and medical records received. After review of the medical records for MDR reportability, a doi was provided and part/lot is being updated. The unknown hip is being changed to an acetabular liner and a femoral head is being added to the complaint. The complaint was updated on:7/27/2015

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
UDI: (B)(4).